Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery flex was contaminated, the upper case was broken, the lower case was broken and contaminated, the battery release, battery drawer, lead flex cover, battery contacts and keyboard pad were contaminated, the ring cover and two side bail covers were broken, and the ring and two side bails were missing. Further analysis was performed on the pcb. This analysis found that a transistor component had failed on the pcb, further confirming the failure mode. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not power up. The battery voltage was measured at 9.8 volts. Therefore, the epg was returned for repair. There was no patient involvement.

Event description:
It was reported that the external pulse generator (epg) would not power up. The battery voltage was measured at 9.8 volts. Therefore, the epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board was out of electrical specification. It was also noted that the battery flex was contaminated, the upper case was broken, the lower case was broken and contaminated, the battery release, battery drawer, lead flex cover, battery contacts and keyboard pad were contaminated, the ring cover and two side bail covers were broken, and the ring and two side bails were missing. (B)(4).